Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 24oct2016 our affiliate in (B)(4) received a call from a patient (pt) who reported that he/she was diagnosed with an od corneal ulcer in 2015 while wearing the acuvue advance brand contact lens. The pt reported that he/she was given an unknown drop and was advised to use 2 drops every 4 hours and a lubricating gel for ten days. The pt reported that the od is currently fine. The pt could not provide any additional information. No additional medical information is expected. The lot number is unknown and the product is not available for return. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.